Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient sent a letter to stryker trauma in (B)(6) to report the following event : I had a right hip implantation procedure on (B)(6) 2007 and 10 years and 4 months after this procedure, the prosthesis suddenly fractured, leading to damages to my thigh. I was quietly walking with my wife 200 meters from my home. I ended up in an ambulance, in order to perform another surgery. Surgeon said that this prosthesis suddenly fractured after 10 years without any issue and not due to the carelessness of myself . Per surgical report: "status post stem and insert exchange through a stepped trochanteric flip osteotomy and debridement of a metallosis of the right hip on (B)(6) 2018 in the presence of taper wear with implant fracture at the prosthetic neck."

Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem was reported. The event was confirmed by medical review. Method & results: - product evaluation and results: not performed as the device was not returned for evaluation. - clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "patient underwent a pressfit tha in 2007 and apparently was doing well until january of 2018 when the femoral prosthesis fractured necessitating revision tha surgery. Intraoperatively extensive taper wear with metallosis was noted along with the fractured trunnion. The revision procedure and hospital stay were without complication. He had a normal early post-operative course....review of these records confirms fracture of a femoral stem in the presence of trunnion wear and metallosis did occur, however, the root cause cannot be determined as insufficient information was available. - product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: review indicated there have been no other events for the reported lot. Conclusions: it was reported that the patients prosthesis fractured leading to damages to his thigh. Also, during surgery the taper wear and metallosis was observed. A review of the available medical records by the consulting clinician noted that the review of these records confirms fracture of a femoral stem in the presence of trunnion wear and metallosis did occur, however, the root cause cannot be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient sent a letter to stryker trauma in selzach to report the following event : I had a right hip implantation procedure on (B)(6) 2007 and 10 years and 4 months after this procedure, the prosthesis suddenly fractured, leading to damages to my thigh. I was quietly walking with my wife 200 meters from my home. I ended up in an ambulance, in order to perform another surgery. Surgeon said that this prosthesis suddenly fractured after 10 years without any issue and not due to the carelessness of myself . Per surgical report: "status post stem and insert exchange through a stepped trochanteric flip osteotomy and debridement of a metallosis of the right hip on 31-jan-2018 in the presence of taper wear with implant fracture at the prosthetic neck."